Event description:
No additional information provided.

Manufacturer narrative:
1. DHR/bhr review lot#4080076. 1-the products of this batch were assembled at intima ii auto line 4 in april 2024, and packaged at r240 package line in april 2024. Work order quantity was (B)(4) ea. 2-review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3-review the production records with no nonconformance, deviation or rework activities. 2. No defective sample and photo have been received for the complaint. 3. 45psi leakage test is carried out on the retained sample of this batch, and no leakage is found. Please refer to attachment for the test report. Conclusion(s): no abnormalities are found in the process and retained sample. Because the specific leakage site and abnormal state of the defective sample cannot be identified, so the root cause of leakage cannot be determined.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii y 20gax1.16in prn/ec slm leaked. The patient was admitted to the hospital for basal ganglia hemorrhage on october 29, t36.1c, p78 times/min, r20 times/min, bp157/110mmhg, and was given intravenous fluids using a closed intravenous needle on november 3, checking that the needle was intact, and finding extravasation of medication and swelling of the skin of the right forearm in the course of the infusion, so he immediately removed the needle and was given magnesium sulfate topical application in accordance with the doctor's instructions, elevated the upper limbs, and forbade the. The patient was given magnesium sulfate, elevated the upper limb, and pressure was prohibited. The patient's swelling was reduced after about 2 hours, the limb continued to be elevated, and the swelling disappeared after 24 hours.